Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. The sensor was attempted to be scan with evm(evaluation module). Sensor did not scan. The evm (evaluation module) was reset and scanned again, but the sensor did not scan. An extended investigation has been performed. The returned sensor was investigated and no abnormalities were observed. The complaint was replicated with a known iphone device and librelink app and the sensor communicated without any issues. The customer complaint was not observed. No malfunction or product deficiency was identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported no message appears while scanning and was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to self-treat, requiring third-party administration of glucogen injection from a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported no message appears while scanning and was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to self-treat, requiring third-party administration of glucogen injection from a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.